Event description:
It is reported the patient was revised due to a disassociation between the tm base plate and the glenosphere.

Manufacturer narrative:
This report will be amended when our investigation is complete.